Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using 2 of the connecta wht 360deg valve tb 100cm there was air in the line. Report 2 of 2. The following information was provided by the initial reporter: verbatim: in theatres the nurses connect the bag of fluids with a giving set which is the attached to the 100cm connecta. This is primed and the roller clamp on the first extension set is closed, the three way tap (connecta) is left open and usually this keeps the fluid in the line, ready for use. Recently they have come back to find the fluid has leaked out onto the floor and connecta extension has air in it where it has leaked, the primary extension set has not leaked.

Manufacturer narrative:
H6: investigation summary it was reported that the connecta extension has air in it at the location of the leakage. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, five photos were received for evaluation by our quality team. A review of the photos was conducted finding that the device used with the connecta unit has some air bubbles. There are no records of detection of this failure mode in raw material, or in our processes, but only after the first use of the product. A device history record review was completed for provided material number 394971, lot 2335432. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Maintenance records were also evaluated, and no problems were found. Based on the investigation, bd was able to confirm the customer¿s indicated failure mode. However, this defect is not attributed to the assembly process.

Event description:
It was reported that while using 2 of the connecta wht 360deg valve tb 100cm there was air in the line. Report 2 of 2. The following information was provided by the initial reporter: verbatim: in theatres the nurses connect the bag of fluids with a giving set which is the attached to the 100cm connecta. This is primed and the roller clamp on the first extension set is closed, the three way tap (connecta) is left open and usually this keeps the fluid in the line, ready for use. Recently they have come back to find the fluid has leaked out onto the floor and connecta extension has air in it where it has leaked, the primary extension set has not leaked.